Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced without complication. Reportedly, the patient had effective therapy following the procedure and is happy with the outcome.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient lost therapy following the receipt of a "replace generator" message. As a result, surgical intervention may be undertaken in the future.